Event description:
During a procedure to address a non-union, both rods of a cobalt matrix case were observed to be broken. The locking caps were loose below the fracture l3, l4, l5, s1, and the iliac screw. The rods and locking caps were replaced on february 5, 2013. The screws of the matrix implant were not removed. This is 2 of 12 reports submitted.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer (B)(4) 2013. A manufacturing evaluation was conducted. Parts reinspected and found according to specification. 1 piece has clearly visible clamp printings in the broken are but the issue can not be manufacturing related. Report concluded, no manufacturing related issue could be detected. Placeholder.

Event description:
This report is #2 of 12 for this event reported under complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Not previously reported. Additional codes: mnh, mni, kwq, kwp. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates legacy synthes offers 5.5 mm cobalt chromium rods that can be used with the matrix spine system. Cobalt chromium has a higher yield strength than titanium and titanium alloy. The engineer reviewed the rod drawing. This drawing details the appropriate dimensions, material, and finishing process for a successful rod. In addition, the engineer reviewed the locking screw assembly. This drawing details the appropriate overall dimensions, assembly instructions, and etching. The returned rods and complaint description does not include enough conclusive information to determine the root cause of this complaint. The engineer reviewed the drawing for the matrix locking cap. This drawing details the appropriate overall dimensions, assembly notes, and laser etching. The returned locking caps and complaint description does not include enough conclusive information to determine the root cause of this complaint. Investigation is on-going.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturer records could not be reviewed without a lot number.